Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm voluma® xc in the cheeks, chin and jawline. Three weeks later, the patient was injected again with juvéderm voluma® xc in the cheeks and chin. Approximately one month after the last injections, the patient traveled out of the country and presented with extensive swelling. The patient did not respond to zyrtec after 3 days. The patient¿s children were sick with a cold- which they may have contracted. The hcp is going to treat as a type IV hypersensitivity- with oral prednisone and dissolve with hyaluronidase if necessary. Symptoms are ongoing.